Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the clogging of the ch tube, the forceps could not be inserted smoothly, damage was observed on the ultrasonic probe, is cause traced to component failure and for the distal end contained residual liquid, residual liquid or foreign material was expelled from the channel tube and foreign objects were observed on the nozzle, objective lens, and light guide lens is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the ultrasound gastrovideoscope exhibited clogging of the ch tube, the forceps could not be inserted smoothly, the distal end contained residual liquid, damage was observed on the ultrasonic probe, residual liquid or foreign material was expelled from the channel tube and foreign objects were observed on the nozzle, objective lens, and light guide lens. There was no patient involvement.